Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The reporter indicated the lens has an excessive vault over time. The patient has experienced light sensitivity, which turned out to be uveitis. The anterior chamber is shallow and the intraocular pressure (iop) is 18mm. The patient rubs her eyes frequently.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2013. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - uveitis is an inflammation of the anterior segment of the eye which is medically managed with topical and/or oral anti-inflammatory medication to avoid synechias and other injuries. Whether this inflammation was coincidental or related to the icl is not known since the patient was lost to follow up and came after 2 years of implantation. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - there is pigment dispersion with the uveitis. The uveitis is being treated with anti-inflammatory medication and the patient's condition is being monitored.